Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup vvi mode. Technical support was contacted and assisted with reprogramming the device to resolve the event. The patient was stable with no adverse consequences reported.